Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6fr sheath hole prior to an ablation procedure. Reportedly, the suture broke with two proglide devices. The sheath was upsized to an 8fr sheath and the procedure was completed. Manual arterial compression was applied to achieve hemostasis. Post procedure, the patient's foot appeared white. A cut down procedure was performed and a dissection of the artery was found. The artery was sutured closed to repair the dissection and achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effect of dissection is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device is filed under a separate medwatch report number.